Event description:
It was reported there was a lead migration and a loss of therapeutic effect. The patient was experiencing increased urinary frequency, urgency, and urge urinary incontinence (uui). The patient had been having issues with incontinence for the last 5-6 months. It was also noted the patient's leakage and frequency symptoms had started prior to a fusion of cervical vertebrae 4, 5, 6, and 7 which occurred at the end of (B)(6) 2011. The device had been adjusted three times since (B)(6) 2012 with no resolution of urinary symptoms. It was reported there was an ongoing issue with the nerve that "goes down the arm and to the first finger" that started prior to the neck fusion. The device "worked perfectly" for the patient prior to her "neck issues." The patient felt stimulation in the "bicycle area" but also felt stimulation in her toes if the device was turned up too high. The patient left her device one "notch" higher than her previous setting, which was not painful but also did not make a difference in therapeutic effect. It was reported, the cause of the reported event was a possible lead migration, indicated by an x-ray. There were no abnormal impedance measurements. It was noted the patient will be scheduled for a revision.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect which was a loss of bladder control. It was stated that when the patient was originally implanted on (B)(6) 2004, everything was "working great." The patient's implantable neurostimulator (ins) was adjusted "a few times" and the battery had been checked. It was decided that the patient needed "a new one." It was not clear if the patient needed a new battery as well as new leads, or not. It was stated that the physician implanted 2 new leads rather than just one and that "everything tested fine." The day after implant, the patient could only feel stimulation on the surface of her skin regardless of how high it was turned up. It was reported that the physician removed the two leads. It was stated that the physician said that "he needed to insert the lead along the nerve itself." The patient was uncomfortable with this, as well as confused. It was stated that the medtronic representative was there "a couple of months ago¿ and ¿everything was working fine." It was noted that the two new leads had been implanted in (B)(6) of 2012, however previous reports indicated that they were implanted in (B)(6) of 2012. It was unclear when the two new leads had been implanted or explanted. It was reported that the doctor stated that he "wanted to do the new lead wire in a different way." It was not clear what that meant. It was noted that the patient had an appointment scheduled with a different physician for a second opinion. No further information was provided.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension product ID, 3093-28 lot# j0443977v serial# implanted: 2004 (B)(6), explanted: product type lead product ID, 3031a lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator ins) was turned off. The patient was now being evaluated with 2 new trial leads that were implanted (B)(6), 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).